Manufacturer narrative:
Analysis: during functional analysis, the ibt was inflated and cannot hold the pressure. That indicates a leak and/or hole on the ibt. During visual analysis, the hole was confirmed and located on the distal peak of the balloon. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to a contact with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2017, intra-op, balloon ruptured during inflation. The balloon had less pressure and the surgeon could see a shadow in the x-ray. The balloon was removed and tested on the table, it was found that contrast liquid was coming out of a hole. Patient is not allergic to contrast media. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.